Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose and customer alleging possible insulin pump under delivery. The customer blood glucose level was 30 mmol/l at the time of incident. Customer treated with insulin pump. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that insulin exited at the quick release. The customer uses the auto mode feature. The insulin pump will not be returned for analysis.